Event description:
Complainant alleged that during a training session, the autopulse platform stopped compressions after approximately 7 minutes, while using a fully charged autopulse nimh battery with serial number (sn) (B)(4). Customer restarted the platform; however, the reported issue did not resolve. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The nimh battery s/n (B)(4) associated with this complaint was returned to the manufacturer for investigation. The battery was placed into the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 724.5w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was still below the minimum power output watts of 1300w with a reading of 1080.7w. An investigation conducted using the batteries serial number, found that the battery was within its expected life span of 2-4 years with a manufacture date of 11/2011 and found the proper amount of test cycles (34 +/- 1 expected, 18 performed) had not been performed. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.